Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7070548. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na batch: 25254142.